Event description:
A customer reported their dxc600i instrument generated multiple erroneous results on one patient sample. The erroneous results were not released to the patient file, but they were verbally reported to the nursing station. The technologist realized the results were not correct and called the nursing unit back right away. The erroneous results did not affect patient treatment. Other sample results were ok.

Manufacturer narrative:
There were several service visits to the site. The field service engineers (fse) replaced multiple hardware components and performed multiple service tasks to resolve the issue. On (B)(4) 2014, a field service engineer (fse) found the cap piercer (255590) was not dispensing auto gloss and ordered the cap piercer complete assembly for replacement. He also replaced reagent probe b (a15931) and the tricontinent syringe (a41599) for the glucose cup module. On (B)(4) 2014, another fse replaced the cap piercer (255590). The fse also replaced both of the sample probes (389375), the 3 way t-valve (758419) and the hamilton a/b valve (970835). Finally, the fse verified the system performance and the issue was resolved. (B)(4).